Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that an error message occurred. The vessel sealer extend (vse) instrument had poor engagement and insufficient sealing issues. The vse was replaced with a backup instrument of the same kind, and the procedure was continuing as planned with no reported injury. Follow up was performed with the initial reporter and the following additional information was obtained: the vse was inspected prior to use with no issue identified. The customer confirmed that insufficient sealing had occurred. It was unknown if the audible tones failed to function as expected or if there was an audible signal (continuous tone) while the pedal was pressed. The customer did not know the error message which appeared when the vse issue occurred. The target tissue was mesenterium for a rectal resection. The tissue was not cut when it was not fully sealed. There was no unexpected additional bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend for evaluation and completed the failure analysis testing. The reported issue was not replicated or confirmed. A review of error logs showed 1 engagement failure, but based on the data it was likely from another instrument. The instrument was placed and drive on an in-house system. The instrument passed the recognition and engagement tests in multiple attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy deliver and cut test were performed and passed 3 out of 3 attempts. A grip test and continuity test were performed and passed. The knife slot measured approximately 0.026¿. A visual inspection was performed, and no damage was found on the distal wrist. Ceramic dots were all present. There was no blade exposed and no blade damaged. The instrument was fully functional. There was no problem detected. A review of the device logs for the vessel sealer extend (part# 480422-01/ lot/serial#(B)(4) ) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6)2022 via system serial# (B)(4) . This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.